Manufacturer narrative:
Maude report received # mw5113156.

Event description:
It was reported that high pacing impedance and oversensing causing inappropriate anti-tachycardia pacing (atp) therapy was observed on the right ventricular (rv) lead. A lead fracture was noted. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged the following day.